Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that the patient had extreme pain that started and returned about a week ago. It was like the stimulation would charge but then within a few minutes it would shut off. The patient reported that they had been recharging every 2-3 weeks but then in the last month they had to charge every week. There was a reported loss of stimulation. There were no falls, traumas, or environmental factors associated. The patient programmer showed the low implantable neurostimulator (ins) battery screen. The patient was able to charge; however, the patient was unable to turn stimulation on yet. The patient was visiting friends. Hcp listings were sent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported she had problems with her old stimulator and problems with her sciatica so she ended up getting it replaced with MRI compatible intellis device. Patient said device was over 10 years old. Patient said issues started about 18 months ago. Patient mentioned she gets ablation for her sciatica.. Patient explained that issues were recharging problems. Patient had been having to charge implant for several hours every day. Patient could only get 3 coupling bars so after 7 to 8 hours the implant would only charge up a little bit. Patient now has intellis device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.